Event description:
The customer had tested with the freestyle meter receiving a result of 244 mg/dl. The customer was reported to be having symptoms of hypoglycemia. The paramedics were called and they transported the customer to the hospital. The hospital used a precision meter to check the customer's blood glucose and they received a result of 71 mg/dl. The customer was diagnosed with hypoglycemia and was treated with glucose.